Event description:
The customer states that while attempting to run the imx analyzer first thing this morning, she observed smoke coming from the instrument. The customer immediately powered off the analyzer and is requesting a service call. No injuries were reported and no damage was done to the surrounding laboratory environment. There is no impact to pt management reported.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the air heater insulator, the motor driver board, and the air heater. The motor driver pwa board was also reseated along with the connections to the motor driver board, heater, insulator and thermistor. The customer ran controls and all were in range. The fsr verified air temperature in the instrument. Boom and temperature calibrations passed. No apparent cause was identified for the customer's incident. This is a final report.